Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18046424 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was found that the sterile package was opened. The inner pouch was found to be damaged with the seal open. There was no reported patient injury. The integrity of the sterile pouch was compromised. There was no trace of artificial opening in attempt to use the device. The damage was noted after it had been received, and stored in the lab, prior to using. The device was stored on the shelf of the cath lab. The product was not used, so it was unable to be checked whether there was a problem inside the product. The smallest package was open before use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) was found that the sterile package was opened. The inner pouch was found to be damaged with the seal open. There was no reported patient injury. The integrity of the sterile pouch was compromised. There was no trace of artificial opening in attempt to use the device. The damage was noted after it had been received, and stored in the lab, prior to using. The device was stored on the shelf of the cath lab. The product was not used, so it was unable to be checked whether there was a problem inside the product. The smallest package was open before use. One non-sterile vascular closure device 5f was received for analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft with the indicator wire retracted. The indicator window was received in white/black position and the guard was found unlocked. No anomalies were observed during the analysis and no original packaging was returned for evaluation. A product history record (phr) review of lot 18046424 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterility - seal open¿ could not be confirmed as the product¿s packaging was not returned for analysis. The exact cause of the reported event could not be conclusively determined during analysis of the returned device. Without the return of the product¿s packaging, and based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the packaging was previously opened. Neither the phr review nor the analysis of the returned device suggests that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) was found that the sterile package was opened. The inner pouch was found to be damaged with the seal open. There was no reported patient injury. The integrity of the sterile pouch was compromised. There was no trace of artificial opening in attempt to use the device. The damage was noted after it had been received, and stored in the lab, prior to using. The device was stored on the shelf of the cath lab. The product was not used, so it was unable to be checked whether there was a problem inside the product. The smallest package was open before use. The product was not returned for analysis. A product history record (phr) review of lot 18046424 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterility - seal open¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Without the return of the devices, and based on the limited information provided, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the packaging was previously opened. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
-This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.